Event description:
Pt complained to the surgeon that his knee had locked-up and was concerned. X-ray revealed that the screw from the tibial insert/baseplate had disassociated. Surgeon removed the loose screw via arthroscopy.